Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device with a non-mdt stent graft system. The endoanchors were implanted to treat a type ia endoleak. It was reported the patient expired approximately 3 years post the index procedure. The cause of death is unknown. No additional clinical sequelae were reported and the patient has expired.